Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit unexpectantly restarted during a therapeutic procedure. According to the initial reporter, the intended procedure was completed using the subject device without any harm to the patient. The customer noted that this event has occurred on several occasions. This file (B)(6) is 1 of 2, being submitted to capture the initially reported event. Report with patient identifier (B)(6) is being submitted as a generic record to capture the unknown number of other occurrences.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced without return of device, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted as a correction report for field d4c (serial number). Should further information be provided, another supplemental report will be submitted.